Event description:
After an implantation time of about 32 months, this device was explanted due to artifacts in the right ventricle. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The ICD first underwent a status interrogation. The device status was mol 1, 24 charge processes had been documented. The memory content of the ICD was checked. The inspection of the available iegms confirmed the reported disturbances in the ventricular channel. The signal sensing of the ICD was then tested and proved to be free of noise. The ICD sensed supplied signals free of interference. The ICD's capability to deliver therapy was checked. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was fed in, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached. The charge time was unremarkable. Furthermore, the connection system of the defibrillator was tested mechanically. The plug drill hole of the atrial p/s channel showed strong contamination by bodily fluids in the area of the plug receptacle and also at the associated elevator bolt. However, there was no material defect or manufacturing error. In summary, the device shows no defects and is within specifications both regarding the connection system and the electronics. The analysis did not show any deviations from the specification that could be related to the clinical complaint.